Event description:
Clave connector leaked upon disconnection for syringe. Silicone seal remained in compressed position while attached to a triple lumen central line. Pt loss estimated approximately 30 cc. Of blood in three incidences.